Manufacturer narrative:
Follow-up (B)(6) 2015: customer later reported that pump battery gauge increased from 67% to 100% while pump was not charging. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge depleted from 60% to 25% battery life, then increased to 65% while the pump was charging. There was no reported impact to the customer's blood glucose level. Customer indicated current pump would be used for diabetes management.